Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator started smoking and didn't power up anymore. A boston scientific company representative advised the patient advocate for a communicator replacement. The communicator was deactivated. No adverse patient effects were reported.